Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ekk568, mfg date: 09/01/2012, exp date: 07/31/2017. Batch ekz957, mfg date: 09/01/2012, exp date: 07/31/2017. Batch elk418, mfg date: 10/01/2012, exp date: 07/31/2017. Batch elm856, mfg date: 10/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent lumbo-peritoneal shunt on (B)(6) 2013 and suture was used. During closing under skin the needle broke. A portable x-ray was done in the operation room, but it was not found. The patient was then closed. The patient underwent another x-ray exam again, and it was visualized around the lumbar spine. Later that day the patient underwent re-operation to remove the needle fragment. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual needle that was broken in the body was returned for evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There were no signs of manufacturing defects found on the needle.